Event description:
The customer reported that the jaws of the ligasure device could not be re-opened during the procedure. This was the second device used in the procedure. The device was removed manually. In the attempt to remove the device, some bleeding occurred. This was controlled with bipolar pincers. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.